Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Increased pacing lead impedance and elevated capture thresholds were observed. Further testing was recommended. The lead remains implanted and patient will continue to be monitored.